Manufacturer narrative:
Alleged event cannot be confirmed. No lot number, radiographs, CT or additional post-op narrative from performing surgeon were received. DHR review and product investigation cannot be completed, as the product has not been returned because the device remains in-situ. No revision date has been set. It is unknown if the patient complied with post-op care instructions. There was no report of the patient sustaining an impact/trauma of some sort. The patient's anatomical condition and its affects on the stability of the construct are unknown contributing factors. Review of labeling notes: "possible adverse events: bending, disassembly or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain." Intraoperative warnings: "if the construct contains screws, prior to soft tissue closure, recheck all screws to ensure they are tightened. Failure to do so may cause loosening of the other components. The patient should be advised that implants may bend, break or loosen despite restriction in activity." The root cause of the alleged event cannot be determined. No conclusion can be drawn.

Event description:
Reportedly during follow-uup exam (a few weeks postoperatively), it was discovered that the cavdal lock screws were loose on the construct.